Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, when depressing the needle plunger (step 2), the plunger could not be pushed down all the way and the black collar did not meet the body of the device thus there was no audible "click". The physician continued with the steps and when the needle plunger was removed (step 3) there was no suture present (cuff miss). This occurred with three proglide devices total. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to mechanical jam (failure to deploy) and needle to cuff miss include, but are not limited to incorrect foot position, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.